Event description:
Information received by medtronic indicated that the customer had a high blood glucose of 450 mg/dl. The customer also reported insulin flow block and leak. The customer treated the high blood glucose with manual injection. No further patient complications were reported. Troubleshooting was not performed as the customer was not wearing the ump at the time of the call. It is unknown whether the customer will continue to use of the device and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.